Manufacturer narrative:
Synthes is unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
It was reported patient status post pdl implantation in (B)(6) 2009, experienced a fall in (B)(6) 2010. Patient returned to surgeon complaining of increased pain and an x-ray dated (B)(6)-2010 showed tilting of the disc with coronal imbalance and a pars fracture. Surgeon removed the implant and revised the patient. This is two of three reports for this event.